Event description:
Information was received from a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had a fall on (B)(6) 2017 and hurt their neck. The patient¿s stimulation has been off since the fall, but the patient has been experiencing shocking and feels like stimulation was on. The patient¿s healthcare professional (hcp) has told them that stimulation was off. A CT scan of the neck and head confirmed that the lead was in its proper place. The patient¿s tremor is reportedly controlled, but not enough to eat. The patient also has imbalanced walk. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.